Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection. The patient received medication. The aus was explanted. There were no device issues and not further patient complications.

Manufacturer narrative:
D4: concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4).